Event description:
It was reported that the customer administered a bolus that was too large for their needs. The customer's blood glucose (bg) level subsequently decreased to 49 mg/dl, the experienced vomiting, and was "not able to clearly speak". Customer drank juice to address the issue and called 911. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, "sugar water", and potassium, resolving the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.